Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. The product code . Additionally, a photo was provided, and it showed the same condition of the received sample. During the visual inspection of the sample, the swage area and the edge were noted with marks probably caused by a surgical instrument. The suture piece had been partially cut and was fraying near the swage area. This was due to a filament of the suture being pulled and the strand becoming twisted. Additionally, body fluids were also detected during the examination. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The operator after the first passage of the suture on tissue, noticed the tearing of the thread at the tail of the needle. There was no surgery delay due to the reported event. The procedure was successfully completed. No fragments were generated. No adverse patient consequences were reported.